Event description:
It was reported that when the patient was examined with x-ray imaging post operation, this right atrial (ra) lead was found to have dislodged which caused it to present a lack of capture. The lead was revised and remains implanted. No additional adverse patient effects were reported.